Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified.   Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that he no longer places toric lens because, there are too many cases of "tilt" of the implant with a rhexias of 6 to 7mm. There was no patient harm. No further information available.